Manufacturer narrative:
The replaced front end printed circuit board was evaluated at the manufacturing facility and no visual damage was observed. The part was then installed into a cs300 test fixture and tested to factory specification. The cs300 and the part passed testing. The technician at the manufacturing facility was unable to verify the alleged malfunction. The part is being sent to the supplier for further testing. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported during patient use, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. No patient injury or harm was reported during this event.

Manufacturer narrative:
The supplier tested the front end board and could not verify the reported failure. The board passed all their testing and was returned to the getinge national repair center (nrc). A senior repair technician of the nrc installed the board into cs300 test fixture and tested it to factory specifications per cs300 service manual. The board passed testing. It was then scrapped and the nrc would be retaining the board per procedure.

Event description:
It was reported during patient use, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. No patient injury or harm was reported during this event.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and replaced the front end pcb (0670-00-0668e). The fse performed a full calibration and functional and safety tests to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported during patient use, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. No patient injury or harm was reported during this event.